Manufacturer narrative:
In response to FDA report numbers mw5091164 and mw5091100. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A patient reported, via regulatory agency, right side "lumps in the armpits" and "capsular contracture," baker grade unknown. The patient additionally reported, ¿pain, breast implant illness, fibromyalgia, osteo and rheumatoid arthritis, wakefulness, confusion, female internal problems, celiac, osteopenia, hysterectomy, osteoarthritis, osteoporosis, general anxiety disorder, sleepiness, chronic fatigue, depression, nausea, lupus, raynaud's;¿ these events are not related to the device. Device has been explanted.